Manufacturer narrative:
Additional information received; the post op disease was confirmed to be non aneurysmal related or not related to the intervention procedure. It appears that a ruptured aneurysm was diagnosed by CT scan when the patient was seen on an emergency basis at another hospital. It was noted that intraoperative angiography did not provide definitive findings to clearly confirm a type 1a endoleak, nor could it definitively rule out type 1a el. Therefore, a cuff was placed at the suspected type 3b el site. Since it was also not possible to determine the presence of type 1a el, both ras were intentionally occluded, and a second cuff was placed just below the sma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 47x45mm aaa .the patient was followed-up one year later but did not present four years ago for follow-up. It was reported that the patient complained of abdominal pain and had a medical consultation with a local physician who suspected a rupture from a CT scan. The aaa measured 57mm. The patient was transferred to the emergency room on the same day and intervention was performed. The endoleak was suspected between the 3rd and 4th stent rings in the main body. It could not be determined that the type iiib was clearly identified during the intraoperative contrast study after transport. A non-mdt cuff was implanted to resolve the suspected iiib endoleak. Considering the possibility of type ia endoleak, both sides of the renal artery were sacrificially blocked, and another non-mdt cuff was placed directly below the sma. In addition, considering the possibility of type iiib endoleak from the flow divider, the non mdt legs on both sides were implanted up-side-down with a 27 mm diameter leg and the main body was doubled to complete the procedure. The patient remains hospitalized due to the presence of other non-related diseases. Per the physician the cause of the event was related to the device being damaged (type iiib endoleak) 12 years after surgery. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak(s) and rupture were confirmed on the films received; however, the exact type and cause of the endoleak (s) could not be conclusively determined. The anatomy at implant is unknown, and earlier post-implant CT¿s were not available for a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration over time. Full angiograms (including endoleak in terrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but these were not available for review. A type iiia endoleak seems unlikely as there was adequate component overlap noted. A type iii fabric endoleak can not be ruled out and analysis of the returned films did show some moderate calcification in the aneurysm sac that has potential to be a contributing factor to a fabric tear. Potential aneurysm morphology changes during the implant duration also may have exacerbated the fabric abrasion wear. Due to the contrast noted at the proximal stent graft margin, it is possible that a type ia endoleak may have been the source of the endoleak or may have also existed concurrently with the possible type iiib endoleak. The reported relining would have resolved several different endoleak types. The aneurysm rupture was likely a result of the endoleak (s). Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.